Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) will not boot-up. The circumstances under which the event occurred were not reported. And it is also unknown if there was patient involvement. However, no adverse event reported.

Manufacturer narrative:
A company service territory manager (stm) evaluated the iabp and verified that it will not boot up and gives a system failure message - bulk supply voltage missing. The stm found a screw lodged onto the power supply connector. The stm removed the screw to restore full system function. The stm replaced the screw on the cpu board and all screws were checked for tightness. The stm performed all functional and electrical safety tests, iabp passes all tests and is cleared for clinical use.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) will not boot-up. The circumstances under which the event occurred were not reported. And it is also unknown if there was patient involvement. However, no adverse event reported.